Manufacturer narrative:
(B)(4): eval summary: the analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/8 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional info for cartridge. Expiration date 07/2011. Manufacturing date 08/2006. Results: wedge band bypass. Conclusion: wedge band bypass.

Event description:
It was reported that during a gastric procedure, the device did not fire. There was no pt consequence.